Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the clinic for follow-up. Device check and x-ray revealed both the right ventricular and right atrial leads were dislodged and pulled back into the superior vena cava ¿ svc due to twiddler¿s syndrome. The leads were explanted and replaced. The patient was asymptomatic prior and post procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.